Event description:
It was reported that the patient was dependent on the device for normal function. It was noted that noise and isolated episodes of right ventricular oversensing causing pacing inhibition were observed on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). Programming changes were made. There were no adverse patient consequences.